Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump, catalytic decomp filter and oil mist filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on 06/20/2016.

Event description:
A customer reported an event of an odor emitting from the sterrad(tm) nx sterilizer. No load was affected and there was no report of any injuries or human reactions. The customer turned the unit off and left the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), system risk analysis (sra) and functional analysis. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for odor/smells to be "low." The vacuum pump was returned and tested. Physical inspection yielded no unusual problems, defects, or anomalies. The vacuum pump was filled with a300 oil and installed into a qa test standard sterrad® nx. The vacuum pump made a lot of noise and moments after start up, it would cause the system to shut down or cause a power failure. The oil from the vacuum pump was very thick in viscosity and deep orange in color almost similar to motor oil. The reason for the return of the vacuum pump is confirmed. The catalytic decomp filter and oil mist filter were not returned for evaluation. The assignable cause of the odor/smells issue is the oil mist filter, catalytic decomp filter and vacuum pump. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.